Event description:
It was reported that the right ventricular (rv) lead had qrs complex undersensing during non-sustained tachycardia episodes of ventricular fibrillation (vf). The rv lead was reprogrammed and the issue was resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.